Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain continuous positive airway pressure (CPAP), bi level positive airway pressure (bipap), and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain continuous positive airway pressure (CPAP), bi level positive airway pressure (bipap), and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient indicates that the allegation of difficulty breathing is not due to the use of the device.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that there was no visible foam degradation. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.